Event description:
It was reported that the texium needle-free syringe, 50 ml was blocked when attempting to inject medicine into the bag. The following information was provided by the initial reporter, translated from polish to english: "syringes are bought and designed to work with cytostatics. I personally made medications with 60 ml syringes. After drawing up the medicine into the syringe,we should inject the medicine into the saline solution or glucos. Unfortunately, despite tightly screwing the syringe with the drug at the injection site, I was not able to transfer the drug to the bag. The use of very great force by the assistant made it possible to transfer the medication. This is the first time I have encountered such a disadvantage."

Manufacturer narrative:
Investigation summary: a my8060-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 92006402. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 92006402 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the my8060-0006 product over the past 12 months.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the texium needle-free syringe, 50 ml was blocked when attempting to inject medicine into the bag. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringes are bought and designed to work with cytostatics. I personally made medications with 60 ml syringes. After drawing up the medicine into the syringe,we should inject the medicine into the saline solution or glucos. Unfortunately, despite tightly screwing the syringe with the drug at the injection site, I was not able to transfer the drug to the bag. The use of very great force by the assistant made it possible to transfer the medication. This is the first time I have encountered such a disadvantage."